Manufacturer narrative:
Additional patient problem code for (B)(4).

Event description:
On (B)(6) 2018, the lay user/patient¿s mother contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter was displaying an ¿error 1¿ message and was reading inaccurate compared to another device. The complaint was classified based on the customer service representative (csr) documentation and on further information obtained when medical surveillance reviewed the initial call since the reporter was unable to be reached by phone for additional information. The reporter claimed that on (B)(6) 2018, at around 7:00 pm, the patient ate dinner with a high carbohydrate content. At around 9:00 pm the patient reportedly began to develop symptoms of ¿tummy ache, legs hurt, doesn¿t feel well¿. The reporter claimed she attempted to test the patient¿s blood glucose with the subject meter at 10:00 pm, but was unable to obtain a blood glucose result due to the error message appearing. The reporter claimed the patient was able to test successfully with the subject meter an unspecified time after the error message appeared and that the patient was treated every 2 hours during the night with correction doses of insulin based on the subject meter results. The reporter claimed that when the patient woke up the following morning, she had developed ¿ketones¿. The reporter informed the csr that at 9:00 am, a replacement meter was purchased and the patient¿s blood glucose was measured ¿70 points higher¿ on the replacement meter compared to the subject device. The reporter claimed the patient¿s blood glucose normalized after she was treated with correction doses of insulin based on the replacement meter results. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issues began.